Event description:
The following information was reported by the device distributor. During prostate treatment, the tip of the first fiber detached and "blew off" inside the patient. The physician retrieved the tip from the patient's bladder. A second fiber was used to continue the procedure. The tip of the seconed fiber tip also "blew off" inside the patient. The physician retrieved the second fiber tip from the bladder. One of the fibers failed at 0.7 kj and the other fiber failed at 67 kj. The procedure was completed as a turp. The customer also reported the complaint directly to lumenis and customer requested evaluation on the associated powersuite 100w surgical laser. Per the customer, the treatment parameters were 2 joules, 50 hz.

Manufacturer narrative:
Lumenis service verified that the powersuite system was functioning normally by testing with a test fiber. Lumenis service performed a periodic maintenance and verified that the alignment, energy and calibration of the powersuite systems were okay. Per the device distributor, the fibers were expected to be returned for analysis. At the time of this report, device evaluation results were not available, and no further conclusion can be drawn regarding root cause. If device evaluation results become available in the future, lumenis will file a follow-up medwatch report. Add'l lot# 455906, add'l exp date: 11/13/06, add'l device MFR date: 1/1/1900.